Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that post-operatively, the right atrial (ra) lead became dislodged. The lead was not sensing and p waves were not visible. During the ra lead revision, the physician first connected the lead to the analyzer, but only saw noise. The physician elected to explant and replace the lead instead of revising it. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. The distal low voltage electrode of the lead was covered in body tissue/fibrotic growth. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Information is provided in the future, a supplemental report will be issued.